Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the hcp reported that the replacement had a satisfactory outcome and there were no more shocking sensations. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare provider (hcp) reported the cause of the lead migration was due to a puncture. A standard upper endoscopy was performed and that identified the lead migration through the stomach. The leads and the battery were replaced through a standard surgical procedure. It was noted that one lead of the two had eroded into the gastric lumen. The hcp noted that they had planned to replace the stimulator as the battery was almost worn out having been 4 years old. The issue was noted to be resolved.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that they had several small isolated events of shocking with their ins. They stated that they started a new job with more positional changes that were related to the shocking. Both times they turned it down or adjusted the rate and that helped and stopped it altogether. The events occurred in the (B)(6) of 2016 and the (B)(6) of 2015. The patient then said that they had to get a new implantable neurostimulator (ins) and leads because one of the leads migrated through the stomach wall. They said it happened 'like" the (B)(6) 2016. Their symptoms got really bad with uncontrollable nausea and vomiting and they learned the lead migrated on the (B)(6) 2016. The implantable neurostimulator (ins) was indicated for gastric stimulation.